Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the pump was not rewinding all the way and that it was making a high pitched whining noise. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 01/30/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: review of the black box history revealed a call service alarm event on the reported failure date of 11/15/2013. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened to further investigate the motor assembly and the internal motor was tested. There was no moisture corrosion observed. Product analysis was unable to duplicate the complaint during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.